Event description:
The pt underwent diagnostic catheterization. The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. Only one needle presented (superior needle) on deployment. Needle backdown was successful. The cardiologist attempted a second deployment with same device. The same needle did not present. A second backdown attempt was not successful. The needles were accessed and removed. The pt went to successful manual compression. This occurrence is being reported in the absence of pt injury because previous occurrences of unsuccessful needle backdown have led to reportable occurrences.